Event description:
Customer called to say that when she filled this pod with insulin there was a "crunching sound" or "crackling sound" as the insulin went in. Her blood glucose levels (bg's) ranged 102-450 mg/dl before deactivating this pod and starting a new pod successfully. Her bg's have since come down into the 130 mg/dl range. No further problems reported.

Manufacturer narrative:
The product was returned and evaluated. The evaluation indicates a probable problem with a retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pos with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod of backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.